Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked end cap and cracked battery tube threads. The insulin pump was received with minor scratches on the display window and a missing end cap sticker. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the drive support cap on the insulin pump is loose and that the insulin pump is damaged. Nothing further reported.